Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded that the returned sheath tubing had been fractured and was returned in twenty-seven pieces; the fractured tubing continued to crack upon manipulation. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the device damage is consistent with material degradation from exposure to ultraviolet light. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.

Event description:
An 8f angio-seal vip device was used after an interventional procedure in the femoral artery. Upon inserting the device into the patient's tissue tract, the sheath crumbled. A large amount of hematoma was present in the groin site. The patient underwent cutdown surgery to remove the sheath particulate. The left sfa and profunda femoris were repaired with a palpable pulse in the left dp and pt at completion. The patient remained in the hospital for several days following the procedure, but the patient was released in stable condition. The device was stored in a pyxis prior to use.

Manufacturer narrative:
(B)(4).